Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a red alert as the therapy was turned off. Additional information is expected as to why therapy was programmed off. This device remains in service with therapy active. No adverse patient effects were reported.